Event description:
The patient reported pain at midline incision site. X-rays slowed that the lead had formed a loop at the site where the patient complained of pain. The physician explanted the lead.